Event description:
User error resulted in pt injury. Third degree burns to left lower extremity. Ge cable which was not compatible with invivo 3150 MRI monitor was used. Pt was admitted for follow up and monitoring. Plastic surgery was consulted.